Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie did not receive one (1) unknown biomet implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive torque used to place implant cover screw. However, a definitive root cause could not be determined because the device was not returned. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsx41b8, (tsx implant, 4.1mmd, 8mml) for evaluation. Visual evaluation and a functional test was performed, the implant had signs of use with bone debris on the external threads. The cover screw wouldn¿t disengage from the implant. DHR review was completed for the subject lot number 1262133. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1262133 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive torque used to place implant cover screw. Therefore, based on the available information, a device malfunction did occur. The cover screw wouldn¿t disengage from the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation h3 other text : summary investigation.

Event description:
Doctor reported that he could not get locked the cover screw off the tsx implant at tooth site 16 when he exposed the implant. He had to apply so much force to lock the cover screw, that the implant was explanted. Procedure was not completed with a new implant.

Event description:
Doctor reported that he could not get locked the cover screw off the tsx implant when he exposed the implant. He had to apply so much force to lock the cover screw, that the implant was explanted. Procedure was not completed with a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) .